Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 54 mm/46 mm, code l on the right side on (B)(6) 2010. Currently, the patient is being monitored due to unknown reasons. This is a bilateral claim. Left side complaint : cmp-(B)(4).

Manufacturer narrative:
Additional: h2. Correction: b4, g4, g7, h10. Additional information received indicates that information does not meet the definition of a complaint. Legal documentation and primary surgical report were reviewed during the investigation. No indication of any potential deficiency related to the identity, quality, durability, reliability, usability, safety or performance of the reported products were available. There is no information that suggest that a zimmer biomet device malfunctioned, led to serious injury or has been indicated for revision. No answers to the follow-up questions were received. Thus, due to absence of an indicator for complaint definition, this case will be set to "not a complaint zimmer biomet`s reference number is (B)(4).